Manufacturer narrative:
Citation: cools bjorn, et al. Fifteen years of experience with the melody tpv for percutaneous pulmonary valve replacement. Acta car diologica. 1¿8. 2025. 10.1080/00015385.2025.2459453. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding experience with the medtronic melody valve for pulmonary valve replacement. The study population included 234 patients from a single medical center who were predominantly male with a mean age of 20.8 years old. All patients were implanted with a medtronic melody pulmonary bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: endocarditis with a mean time of 2.7 years after implant, coronary compression requiring valve replacement, stent fracture, arrhythmia requiring permanent pacemaker implant, pulmonary valvular stenosis, sub-pulmonary obstruction, and reintervention for explant and/or replacement of pulmonary bioprosthetic valve. No further information was provided pertaining to medtronic products.